Event description:
Drive devilbiss healthcare was notified of a complaint regarding an adjustable cane seat by an end user, who stated that the unit "collapsed while I was sitting on it." The end user reportedly sustained a head injury, which required treatment in the emergency room. Drive is currently investigating the incident, including attempting to retrieve the product and inspect it, and will file an update if additional information becomes available.